Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a PICC catheter inserted on (B)(6), 2025. The insertion process was smooth, and the patient received routine chemotherapy drug infusions without any problems. At 8:00 a.m. On (B)(6), 2025, during maintenance at the hospital's PICC catheter center, the nurse found a crack in the catheter 2 cm from the root of the wing. This catheter could not continue to be used, so the nurse opened a new batch of catheters and reinserted the catheter into the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked catheter is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a section of the catheter approximately 2 cm distal to the molded joint was circled. However, due to the quality of the returned photograph, no details of the catheter tubing at this location could be discerned. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.